Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical records review: the patient with history of deep venous thrombosis had an inferior vena cava (ivc) deployed below the renal veins. Following filter placement, mechanical thrombectomy of the popliteal and femoral vein was performed with excellent flow through the course of the vessels at the conclusion of the procedure. Approximately six years six months post filter deployment, the patient was admitted to the hospital with complaint of shortness of breath. The patient was discharged approximately three days later with diagnoses of acute deep vein thrombosis of both femoral veins and multiple pulmonary emboli. Approximately two weeks later, CT scan of the abdomen demonstrated and ivc filter in place with several arms penetrating through the ivc. Consultation with interventional radiology was recommended for removal. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the provided medical records, the investigation can be confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis (dvt)/pulmonary embolism (pe). At some time post filter deployment, it was alleged that several of the limbs of the filter penetrated through the inferior vena cava and the patient experienced acute dvt and acute pe. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and six months post filter deployment, the patient was presented with shortness of breath. Ultrasound of bilateral lower extremities demonstrated large thrombus in the right lower extremity with nonocclusive thrombus in the right common femoral vein and extensive occlusive thrombus through the femoral vein, popliteal vein and calf vein. The patient was discharged three days post hospital admission with diagnoses of acute dvt of both femoral veins and multiple pulmonary emboli. Approximately two weeks later, computed tomography (CT) revealed an ivc filter in place with several arms penetrating through the inferior vena cava. Consultation with interventional radiology was recommended for removal. Eventually, two years and three months later, computed tomography angiogram (cta) revealed that there were filling defects in the segmental branches of the left lower lobe pulmonary artery. Subsequently four weeks later, computed tomography angiogram (cta) revealed there was left lower lobe pulmonary artery emboli with chronic appearance. There was a patent inferior vena cava filter in place. The filter was found to be tilted with limb penetration. One week later, bilateral ultrasound showed that there was chronic non-occlusive deep venous thrombosis in the right femoral vein and popliteal vein. Six days later, an attempt was made to retrieve the filter. Subsequently cavogram was performed with digital subtraction imaging and results showed no thrombus. There was a bard filter with the hook and filter apex outside the caval lumen. Multiple strut penetrations were noted. Multiple devices were used, and the confluence of the filter struts were grasped just below the apex. The filter was then retracted into the sheath and removed. One of the filter arms was noted to be absent. The fractured arm was identified with fluoroscopy, just inferior to the sheath. Using a 6-10 mm ensnare, an attempt was made to capture the fractured strut, but the procedure was unsuccessful. The fractured strut was then removed using 18-30 mm ensnare. Therefore, the investigation is confirmed for the perforation of the ivc, filter tilt, filter limb detachment and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.